Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the bd (breath delivery) post (power on self-test). The device was available for evaluation. The medtronic field service engineer (fse) inspected the ventilator and found several relevant diagnostic codes; additionally, the fse found that the capacitor on the direct current (dc) - dc printed circuit board (pcb) was arcing (sparking) and replaced the pcb. An additional finding was that the exhalation valve flow sensor (evq) had debris burnt on it causing flow reading to be off and the fse replaced the evq correct that issue. The ventilator passed all testing per manufacturer specifications after servicing. The cause of the event was isolated in the field to the dc-dc printed circuit board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator failed the bd (breath delivery) post (power on self-test). The se (service engineer) inspected the device and found that the capacitor on the dc-dc (direct current to direct current) pcb (printed circuit board) was arcing (sparking). The ventilator was not in use on a patient at the time of the reported event.